Event description:
It was reported that the surgeon had difficulty connecting a sutureless connector to the pump outlet port. Considerable force was necessary to attach it. Following the attachment, the connector was very easy to detach with a slight sideways push, which indicated that the connector had not been attached correctly. The procedure was repeated several times (at least 5) with the same result. Finally, the connector remained attached to the pump when pushed sideways indicating that it had attached correctly. Aspiration of the catheter access port was attempted and failed. All components were tested and found to be patent prior to attachment and again when they were separated. The process of reattachment of the pump connector and testing for patency was repeated 3 times with the same results for difficulty of attachment, insecure attachment, and lack of patency when attached. On the fourth attempt to connect and aspirate the connector, the connector attached securely and was patent. It was concluded that the pump outlet port did not easily line up with the internal mounting in the pump connector. There was no patient injury; the patient recovered fully from surgery. The drug in the pump was unknown.

Manufacturer narrative:
Product ID 8709sc, lot# 0205695647, implanted: 2012 (B)(6); product type catheter. (B)(4).